Event description:
This report is made as we need your support in reporting this to the authorities if the criteria are met. There has been a local nonconformity report created for this issue, (B)(4) short description: an incorrect instrument (=wrong item) was sent to a customer in an orthokit instrument set (global advantage). Neither the product specialist nor the surgeon discovered this, so it was used during the surgery. This caused a fracture on the patient. Went down 1 sz on glenoid , the operation was completed successfully, but not satisfactory, with fracture on the glenoid distally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: update 23 apr 2014: in the kit, part 223680020 was shipped instead of 212861020. The complaint was found to be justified. An incorrect product was sent out in an orthokit set which when used by the surgeon resulted in fracturing the patient's glenoid distally. The (B)(4) orthokit centre found that two other kits in their centre also had the wrong product in them. These were rectified and checklists were created which will now have to be used by the staff prior to the release of the kit for use. The (B)(4) team leader created (B)(4), a non-conformance report that documents the problem and subsequent preventative actions. A copy of the nc has also been sent to (B)(4), manager for loan kits to make other facilities aware of the issue. The complaint shall be closed with a justified conclusion root cause distribution shipping error.